Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15540. The patient reported he has experienced uncomfortable heating at the ipg site while charging since his ipg was implanted. The patient charges for approximately 7 hours everyday, uses the charging pouch and at times places a towel between the charger and his skin. A replacement charging system was sent to the patient, however, the issue persists. The patient stated he is not bothered by the heating and does not wish to pursue any further intervention for this matter. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.